Event description:
It was reported during an arthroscopic shoulder repair that the physician was utilizing a magnum2 plus knotless implant. While inserting the anchor and attempting to tension the suture, one of the suture limbs failed to advance. The anchor was drilled in order to complete the repair. No pt complications were reported as a result of this event.